Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the device alarmed battery out limit alarm after a battery change. Customer's blood glucose was unknown. Device had also alarmed failed battery test alarm. Troubleshooting was not completed. Customer will not be returning the device for analysis.